Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that while at home the patient¿s system controller received low voltage alarms and red heart alarms; however the patient was unable to see those alarms on the screen. The patient presented to the hospital and the system controller was connected to the system monitor. Pump stops were seen on the history screen. Log files evaluated. The patient remains on battery support. No further alarms occurred. The patient was asymptomatic. A non-grounded patient cable has been prescribed. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of low voltage/red heart alarms and pump stoppage events was confirmed based on the information contained in the submitted system controller log file. The submitted log file contained approximately 26 days of data, spanning from (B)(6) 2017 08:28 to (B)(6) 2017 09:03, in which low voltage alarms and numerous low speed alarms were captured associated with pump stoppage events. The low voltage alarms captured appeared to be the result of the patient remaining on battery support until the batteries were almost fully depleted. The captured low speed alarms appeared to occur while the patient was supported by the mobile power unit (mpu) and power module. Based on our complaint history and similarly reported events, the events captured appeared consistent with a compromised wire in the patient's driveline; however, the root cause of the events could not be conclusively determined without a full evaluation of the device. The patient was switched to batteries and no further alarms occurred. The patient was instructed to remain on the batteries and was prescribed a non-grounded patient cable for use with the power module. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.